Manufacturer narrative:
Phone: (B)(6). This report is being filed on an international product, list number 2g22, that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(6) qualitative ii results generated on an architect i2000sr analyzer for a male patient (sid (B)(6)). The following results were provided: (B)(6). Testing at the (B)(6) laboratory generated (B)(6) and (B)(6) results. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot number indicates the reagent lot is performing as expected. The ticket trending review for the likely cause list number did not identify any trends for the likely cause lot and complaint issue. A review of the labelling adequately addresses the customer¿s issue. Device history review did not identify any nonconformances or deviations associated with the likely cause lot number and the complaint issue. Historical performance in the field of the architect hbsag qualitative ii assay using data gathered from customers worldwide was evaluated. The median population result for 24207fn00 is comparable with all other lots in the field and confirms no systemic issue for the lot. No systemic issue or deficiency with the architect hbsag qualitative ii lot number 24207fn00 was identified.